Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported experiencing pain on the opposite side of the chest where the implantable pulse generator (ipg) device was located. Follow-up with the clinic disclosed that the right ventricular (rv) and right atrial (ra) leads have had high thresholds since implant. No action was taken with the leads. The leads remain in use. No further patient complications have been reported as a result of this event.